Event description:
It was reported that a patient had high, out or range impedances values of 10,000 to 12,000 ohms on electrode one. All other values were "normal and in range". Three days later it was reported that the high impedance value resolved and the patient was "doing fine".

Manufacturer narrative:
Product ID: neu_unknown_lead, product type lead product ID: 748951 lot# serial# (B)(4), implanted: 2003 (B)(6), product type extension product ID: 3998 lot# lb3392, implanted: 2003 (B)(6), product type lead product ID: 748951 lot# serial# (B)(4), implanted: 2003 (B)(6), product type extension product ID: 7435 lot# serial# (B)(4), implanted: 2003 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).